Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels and headaches. The customer's blood glucose value was over 500 mg/dl at the time of the incident and the current blood glucose value was 360 mg/dl. It was reported that the customer was experiencing high blood glucose levels for several months. The customer declined to troubleshoot for the high blood glucose levels and requested for the sensors to be replaced. The sensors will be returning for analysis.